Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 8. Details of surgery: Primary stability not achieved. On 2026 (b)(6), loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Pain and Mobility. No further patient complications were reported.